Event description:
Reportable based on analysis. It was reported that during an iliac pta treatment procedure, the coating on the magictorque guidewire appeared thickened. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'fine'.